Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported that the unit was giving error code message machine and proximal pressure sensors failed. The customer reported that the device was in clinical use at the time the reported issue was discovered; but there was not harm to the patient or user.

Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and evaluated the unit. The fse replaced the data acquisition (da) pcba to motor controller (mc) pcba cable to resolve the reported issue. Unit passed required performance verification tests per philips standards. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened.

Event description:
Customer reported that the unit was giving error code message machine and proximal pressure sensors failed. The customer additionally reported an error code message of ovp circuit failed was found in the diagnostic report. Additional information received from the customer stated there was no patient involvement at the time of the reported issue.